Event description:
Caller reported an error on their continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance for resetting the pump, and the caller successfully started a new sensor session, resolving the issue without further complications.